Event description:
"Invalid data received for episode" message when interrogated after induction.

Manufacturer narrative:
This event occurred outside the united states. The user facility has no responsibility to file a 3500a. All info provided is included. Pt info is not generally available due to confidentiality. Eval summary: pfr203630h. Preliminary analysis and functional testing found the device to be functioning normally. Further analysis at the ic level found events were either not stored in memory or reported correctly which was attributed to a bond wire with an inadequate connection.